Manufacturer narrative:
The devices were not returned to edwards for evaluation as they remained implanted. The device history record (DHR) could not be reviewed as the serial numbers were not provided. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common inpatients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical article "aortic valve replacement with a conventional stented bioprosthesis versus sutureless bioprosthesis: a study of 763 patients" authors stephen schueler et al of a study aimed to compare early postoperative outcomes after aortic valve replacement (avr) with sutureless bioprostheses and conventional stented bioprostheses implanted through median sternotomy. Methods: from january 2011 to december 2016, 763 patients underwent aortic valve replacement with bioprostheses; of these, 139 received a non-edwards valve (group a) and 624 received an edwards valve (group b). These groups were further divided into a1, a2, b1, and b2. Within the context of this article the following events were identified as pertaining to the edwards valve groups: 12 cases of arrhythmia events leading to implantation of permanent pacemakers.

Manufacturer narrative:
Reference CAPA-20-00141.